Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized for diabetic ketoacidosis. The patient's blood glucose was 29.6 mmol/l at the time of incident. The customer had previously experienced a plethora of errors on their insulin pump prior to the hospitalization, including an instance of a broken force sensor alarm during the rewind process. During troubleshooting, it was revealed that the customer wore the insulin pump during an x-ray at a hospital. The customer was no longer able to rewind the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test. However, the pump alarmed pump error 38 during the rewind due to an unlocked connector. Unable to perform the functional testing, including the seating, basic occlusion, occlusion, force sensor or displacement tests due to the pump error 38. The pump was received with minor scratches on the lcd window and case.